Event description:
The customer stated they were receiving high results for the last 2 weeks. The dr changed their diabetic medication from glucotrol to glyburide. The customer was feeling really bad and took glucose at 2:18pm after receiving a result of 307mg/dl. They took additional glyburide at 9pm and called 911. Paramedics arrived and received a result of 31mg/dl, the customers device read 347mg/dl. The customer was given an IV and food. No controls were in use and the customer stores glucose strips outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.